Event description:
It was reported to boston scientific corporation that an  endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014.according to the complainant, three days after peg tube placement, the patient complained of discomfort at the peg site. Due to this event the patient pulled the peg out before visiting the physician.  The physician examined and noticed that there was an abscess formation on the outer skin surface of the stoma. The patient developed infection at the incision site. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.